Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald 10ml sterile disposable graduated concentric luer slip syringe the perforation on the packaging was poor. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: difficult to separate them. And a colleague work as service workers, and it is their job to fill up drawers and cabinets in the intensive care unit so that they separate all products that are in continuous ties. That is, she separates many products daily. They have been using the emerald syringes for several years, but in the last year it has been increasingly difficult to separate them. They find that in each box there are about 2 syringes, where the packaging is destroyed when the syringes are torn apart. Another very big problem is that it has become much harder for the hands to separate the syringe packaging, so they experience pain in the wrist and elbow after separating many syringes. Notes: it has always been difficult to disassemble and also requires extra effort and some product packaging breaks when separated.

Event description:
It was reported while using bd emerald 10ml sterile disposable graduated concentric luer slip syringe the perforation on the packaging was poor. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: difficult to separate them. And a colleague work as service workers, and it is their job to fill up drawers and cabinets in the intensive care unit so that they separate all products that are in continuous ties. That is, she separates many products daily. They have been using the emerald syringes for several years, but in the last year it has been increasingly difficult to separate them. They find that in each box there are about 2 syringes, where the packaging is destroyed when the syringes are torn apart. Another very big problem is that it has become much harder for the hands to separate the syringe packaging, so they experience pain in the wrist and elbow after separating many syringes. Notes: it has always been difficult to disassemble and also requires extra effort and some product packaging breaks when separated.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 307736 and lot number 2303103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return for this specific event, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were evaluated; however, no signs of defect were found. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. The mentioned defect could be related to a non-existent cut in the unitary blister separation, but the tests performed on the retained samples showed no signs of defect within the blister packages.